Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide: ref number unknown. 510(k) number: exempt. Product code: exe. Common device name: protector, ostomy. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that several wafers from unknown market unit had off centered starter holes. The end user dumped previous samples along with current products into a container and had not used any product thus far. No photo is available at this time.